Event description:
It was reported by the patient that that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to shock when it should have. The s-ICD system remains in service. No additional adverse patient effects were reported.